Manufacturer narrative:
The investigation could not identify a product problem. No further issues have occurred since the service actions were performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t on a cobas e411 disk system. The specific troponin t reagent used was requested, but not provided. The sample initially resulted in a troponin t value of less than 6 ng/ml with a data flag. After the sample was initially processed, the customer noticed a disposable sample tip stuck in the sample tube. The sample was repeated on a second analyzer, resulting in a value of 348 ng/ml.

Manufacturer narrative:
The lot number and expiration date of the troponin t reagent were requested, but not provided. The field service engineer could not determine a cause. Mechanism checks were performed. The customer stated the issue has not occurred again. The investigation is ongoing.